Event description:
Case description: investigational results: name: novopen echo, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: fiasp 3ml penfill, batch number: rr72lv4 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: tresiba flextouch, batch number:pt6fh21 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with following information investigational results were added is nonreportable field updated as no malfunction field updated as no final report check box was ticked expected date of follow up report was deleted imdrf codes b,c,d,g were updated narrative updated accordingly. Final manufacturer's comment: 03-apr-2026: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 1 diabetes mellitus is a significant risk factor for the development of blood glucose increased. H3 continued: evaluation summary name: novopen echo , batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Novopen echo device has the display off [device information output issue]. Blood glucose has not dropped, it has risen [blood glucose increased]. Reporter believes that has not applied the correct dose of fiasp because blood glucose has not dropped, dose of 6.5 iu was not properly applied [incorrect dose administered by device]. Fiasp insulin was applied, did not enter the body due to the technical defect [device failure]. Case description: study ID: (B)(6): study description: trial title: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. Patient's height: 133 cm. Patient's weight: 42 kg. Patient's bmi: 23.74356940. This serious solicited report from brazil was reported by another health care professional as "blood glucose has not dropped, it has risen (blood glucose increased)". Beginning on (B)(6) 2026, "novopen echo device has the display off (device image display error)". Beginning on (B)(6) 2026, "reporter believes that has not applied the correct dose of fiasp because blood glucose has not dropped. Dose of 6.5 iu was not properly applied (incorrect dose administered by device)". Beginning on (B)(6), 2026, "fiasp insulin was applied, did not enter the body due to the technical defect (device failure)". Beginning on (B)(6) 2026 and concerned a 7-year-old female patient who was treated with novopen echo pds 328 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus"; fiasp penfill (insulin aspart 100 u/ml) (dose: unk, depending on the carbohydrate count (qd)). From (B)(6) 2022 and ongoing for "type 1 diabetes mellitus", tresiba flextouch u100 (insulin degludec 100 u/ml) from unknown start date and ongoing for "type 1 diabetes mellitus". Dosage regimens: novopen echo pds 328: fiasp penfill: (B)(6) 2022 to not reported, (B)(6) 2026 to not reported (dosage regimen ongoing); tresiba flextouch u100. Current condition: type 1 diabetes mellitus (since 2022). On (B)(6) 2026, patient's novopen echo device has the display off (defect appeared at night). Reporter believed that information on the display always appeared, when the reporter added the doses to be applied. Reporter believed that has not applied the correct dose, dose used at the time of application would be 6.5 iu was not properly applied in the morning, noticed that the fiasp insulin refill ran out and the device did not stuck. On (B)(6) 2026, reporter realized that the device was not working, as the patient's blood glucose did not drop and rose a lot. Dose selector was spinning. Fiasp insulin was applied but did not enter the body due to the technical defect reporter did not mention the exact number of applications but mentioned that has been using the device for about three years; will complete 4 years at the end of july. Needles (not specified) used were from another laboratory. Reporter informed that the dose was chosen by carbohydrate counting, depending on the calculations. Reporter informed that patient did not need to be hospitalized and mentioned that the patient was using the tresiba flextouch (u100), at a dose of 29 iu, daily in the morning. Batch numbers: novopen echo pds 328: unknown. Fiasp penfill: asku, rr72lv4. Tresiba flextouch u100: pt6fh21. Action taken to fiasp penfill was reported as unknown. Action taken to tresiba flextouch u100 was not reported. The outcome for the event "blood glucose has not dropped, it has risen (blood glucose increased)" was recovering/resolving. The outcome for the event "novopen echo device has the display off (device image display error)" was not reported. The outcome for the event "reporter believes that has not applied the correct dose of fiasp because blood glucose has not dropped, dose of 6.5 iu was not properly applied (incorrect dose administered by device)" was not recovered. The outcome for the event "fiasp insulin was applied, did not enter the body due to the technical defect (device failure)" was not reported. Reporter's causality (novopen echo pds 328): blood glucose has not dropped, it has risen (blood glucose increased). Unknown. Novopen echo device has the display off (device image display error). Unknown reporter believes that has not applied the correct dose of fiasp because blood glucose has not dropped, dose of 6.5 iu was not properly applied (incorrect dose administered by device): unknown. Fiasp insulin was applied, did not enter the body due to the technical defect (device failure): unknown. Company's causality (novopen echo pds 328) - blood glucose has not dropped, it has risen (blood glucose increased): possible novopen echo device has the display off (device image display error): possible reporter believes that has not applied the correct dose of fiasp because blood glucose has not dropped, dose of 6.5 iu was not properly applied (incorrect dose administered by device): possible. Fiasp insulin was applied, did not enter the body due to the technical defect (device failure): possible. Reporter's causality (fiasp penfill): blood glucose has not dropped, it has risen (blood glucose increased): unknown. Novopen echo device has the display off (device image display error): unknown. Reporter believes that has not applied the correct dose of fiasp because blood glucose has not dropped, dose of 6.5 iu was not properly applied (incorrect dose administered by device): unknown. Fiasp insulin was applied, did not enter the body due to the technical defect (device failure): unknown. Company's causality (fiasp penfill): blood glucose has not dropped, it has risen (blood glucose increased): possible. Novopen echo device has the display off (device image display error): possible. Reporter believes that has not applied the correct dose of fiasp because blood glucose has not dropped, dose of 6.5 iu was not properly applied (incorrect dose administered by device): possible. Fiasp insulin was applied, did not enter the body due to the technical defect (device failure): possible.. Reporter's causality (tresiba flextouch u100): blood glucose has not dropped, it has risen (blood glucose increased): unknown. Novopen echo device has the display off (device image display error): unknown. Reporter believes that has not applied the correct dose of fiasp because blood glucose has not dropped, dose of 6.5 iu was not properly applied (incorrect dose administered by device): unknown. Fiasp insulin was applied, did not enter the body due to the technical defect (device failure): unknown. Company's causality (tresiba flextouch u100): blood glucose has not dropped, it has risen (blood glucose increased): unlikely. Novopen echo device has the display off (device image display error): possible. Reporter believes that has not applied the correct dose of fiasp because blood glucose has not dropped, dose of 6.5 iu was not properly applied (incorrect dose administered by device): possible. Fiasp insulin was applied, did not enter the body due to the technical defect (device failure): possible. References included: reference type: e2b linked report, reference ID#: (B)(4), reference notes: linked case.